Manufacturer narrative:
(B)(4) - leaflet perforation by user. Additional manufacturer narrative: aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The type and cause of regurgitation varies depending upon multiple factors. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Unfortunately, the root cause of this event cannot be confirmed without the sample device; however, the operative report documents perforations of the left coronary cusp which probably occurred during intervention. It appears that this event was due to procedural related factors. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 1 year due to severe aortic insufficiency. Per the operative report, they were able to immediately identify an intact valve with three 2 mm openings in the left coronary cusp. There did not appear to be any leakage or perivalvular leak and it appeared to have occurred from perforations of the left coronary cusp of the pericardial valve, probably during intervention. The valve was removed, a 25 mm bovine pericardial valve was implanted and tee showed that there was no further aortic insufficiency. However, upon coming off from cardiopulmonary bypass, in the process of decannulation, the aortic site tore, requiring reinstitution of cardiopulmonary bypass for 15 minutes, just enough time to close the aortotomy. The patient thereafter maintained excellent hemodynamics. The patient tolerated the procedure well and was returned to the recovery room in good condition.